Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was not exposed to extreme temperatures, but multiple, intermittent temperature alarms occurred. Customer to monitor pump and contact tandem customer technical support should any issues arise. There was no adverse effect to the customer's blood glucose level.